Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer previously reported this product problem based on the serial number provided by the durable medical equimpment company. Additional information received from the durable medical equipment company reveals that the correct serial number for this product problem is tv115021724 and this product problem was previously reported with manufacturer report number 2518422-2020-00568 and manufacturer report number (B)(4). The durable medical equiment company maintains no allegation of device malfunction on this device serial number (B)(4).

Manufacturer narrative:
The manufacturer previously reported this product problem with an incorrect manufacturer report number (2518412-2020-00611) on march 11, 2020. Acknowledgements were received indicating the report was correctly submitted at that time. This report is being submitted with the correct manufacturer report number 2518422-2020-00611. No additional information has been received. The manufacturer will file a follow up report upon receipt of new information under the correct manufacturer number of 2518422-2020-00611.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.